Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the patient's recent hospitalization, a right ventricular (rv) defibrillator warning triggered due to a jump to out-of-range high impedance. In addition, it was noted that there were "swings" in pacing impedances consistent between the rv, right atrial (ra), and left ventricular (lv) leads. The leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there was an additional lead impedance warning triggered for high rv defibrillation impedance. Additionally, the rv defibrillator lead trend historically had a lot of variation and high and low ranges.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.